Manufacturer narrative:
Initial reporter phone #: (B)(6). Initial reporter facility name: (B)(6). Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, 20 retention samples from bd inventory were functionally evaluated for draw volume and all tubes drew within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m tubes 20 samples were underfilled. There was no health impact or consequences reported.